Event description:
68 y.o woman who during a laparoscopic bilateral ophorectomy for ovarian cysts, developeda hemoperitoneum and hypotension. A general surgeon was consulted at the gynecologist's request and upon exploration noted and repaired a laceration of a 1/2/cm at the level of the hypogastric vein off of the left iliac vein. The gynecologist suspects the laceration was caused by a defect of the 10/11 mm disposable trocar used in the case.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, other. Invalid data - on device destroyed/disposed of status.